Event description:
Customer states that a hole was burned on the expiratory limb, about 12 inches from the patient eye. No report of patient injury.

Manufacturer narrative:
Unfortunately the sample was thrown out by the customer, therefore we are unable to determine the exact cause for the reported issue. However, samples of the process were reviewed and no problems were found related to the issue reported. A device history record review could not be performed either since a lot number was not reported by the customer. The product label does indicate that objects such as heavy tapes, towels or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the patient such as in this report.